Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges respiratory tract infection and asthma. A ventilator was returned to the manufacturer for service. The manufacturer received information alleging the device had a whining humming noise. During evaluation of the device, the whining humming noise was not able to be confirmed. There were no findings during the evaluation of the device. The device was scrapped.

Manufacturer narrative:
The following information was provided from the reporter regarding the device serial number: (B)(6).

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges respiratory tract infection and asthma. A ventilator was returned to the manufacturer for service. The manufacturer received information alleging the device had a whining humming noise. During evaluation of the device, the whining humming noise was not able to be confirmed. There were no findings during the evaluation of the device. The device was scrapped. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, conclusion code grid has been updated.